Event description:
This lead was implanted in (B)(6)1999 and remains implanted until this time. On (B)(6)2013, it was noted that there was a steady increase in the impedance overtime. There was one out of range impedance measurement stated on the trend of the last few months. The highest impedance was as great as 1500 ohms. The last measurement was 1176 ohms. The physician was dr. (B)(6) in belgium. No additional information received at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).